Event description:
Suction tip appears to have "exploded" upon contact by drill bit. Area irrigated extensively by md to prevent any retainment of metal fragments. X ray post procedure did not indicate any metal fragments remained. The drill bit involved was a single use stryker drill bit lot # 1773023 size 2.0.